Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited cross talk oversensing from right atrial pacing in the right ventricular channel. Technical services (ts) discussed a review of the presenting electrogram (egm) and noted the shock impedance had decreased remaining withing normal limits. Ts noted the r waves had dropped. Ts recommending possible reprogramming options. This ICD remains in service. No adverse patient effects were reported.